Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient and the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the air embolism. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. One clip was implanted (lot 71018u265). During use with the second cds (lot 71018u269), prior to deployment, an air bubble was noted in the apex. It was noted that the cds stopcock on the clip introducer was in an open position. The second clip was deployed without issue and the mr was reduced to trace. A 6fr arterial catheter was introduced and the air was aspirated from the apex. The patient woke up from anesthesia without any complications and no patient effects were observed. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. All available information was investigated, and the reported air embolism was a result of the stopcock of the clip introducer (ci) not being closed during the procedure. It should be noted that mitraclip instructions for use (IFU) instructs the user to: confirm that the stopcock on the clip introducer (ci) flush port is closed and that the clip introducer is de-aired. In this case, the stopcock on the ci was not closed, which resulted in the reported patient effect of air embolism. The reported patient effect of emboli (air) as listed in the mitraclip IFU, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.